Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The device remains implanted and the patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that between (B)(6) 2017, the patient was admitted due to black tarry. Four (4) units of packed red blood cells and (2) units of fresh frozen plasma were transfused during the admission. Laboratory tests results showed hematocrit and hemoglobin levels of 23.9 % and 7.9 g/dl respectively. An esophagogastroduodenoscopy (egd) showed no active bleeding. Repeat laboratory tests showed hematocrit and hemoglobin levels of 25.1 % and 8.1 g/dl respectively. The patient was treated with octreotide, infused with packed red blood cells, and remains on subcutaneous octreotide as outpatient. No additional information was provided.